Event description:
During g3 surgery, the surgeon tried to insert the distal locking screw. However, the surgeon found the foreign material in the wound. Thus the surgeon removed the foreign material from the wound. The procedure was completed without problem.

Manufacturer narrative:
Product will not be returned. It is unknown at this time if the foreign material came from a stryker device. If additional information is received, it will be reported on a supplemental report.